Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping a few months ago. The ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This ICD remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.